Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Was unable to verify black screen and perform blood glucose meter test due to blank display. Pump received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due getting into swimming pool with insulin pump attached. Customer reported that as a result, insulin pump made a constant sound during self-test and then insulin pump went blank.. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.